Event description:
A medtronic representative reported that, while in an ent procedure, the software became unresponsive when the surgeon was completing patient registration. The surgeon selected the next button before verification was complete and the images on the screen zoomed to almost three times their normal size. The surgeon opted not to trouble-shoot and discontinued use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Correction: malfunction was inadvertently left blank on the initial 3500a submission. Additional information: patient information provided.

Manufacturer narrative:
Patient information not available from the site at time of this report. Software investigation was unable to determine root cause as the surgeon did not participate in any trouble-shooting to identify details of the concern. No files/logs have been returned to manufacturer for evaluation.